Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's stimulation started shocking her entire body causing the patient to panic. It was noted that the patient developed emotional distress. The patient was given unknown treatment by paramedics and was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient was already extremely nervous and tense before the reprogramming and worsen when stimulation went too strong. It was also reported that the patient let her wound heal properly and had a conservative programming approach.

Event description:
A report was received that the patient's stimulation started shocking her entire body causing the patient to panic. It was noted that the patient developed emotional distress. The patient was given unknown treatment by paramedics and was reportedly doing well.